Event description:
A us distributor returned a monitor and reported monitor was unable to run detect and treat testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) was confirmed due to a defective apps (applications subsystems) board having corrupt programming, causing the monitor to not power up. The root cause for the defective apps board was the corrupt programming. There was no adverse event that resulted from the damaged monitor.